Event description:
It was reported that "the pt had l1-s1 instrumented for a degenerative scoliosis. On her one month post op visit, x-rays show s1 connectors have disassociated from the rod, bilaterally. To date, no actions have been taken."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned. Additional info has been requested and if becomes available, it will be provided in the supplemental.